Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, a nurse contacted animas alleging that on (B)(6) 2014 the patient was admitted to the hospital with diabetic ketoacidosis (dka). The nurse stated that the patient¿s blood glucose (bg) upon arrival at the hospital was 437mg/dl with nausea, vomiting, and abdominal pain. Reportedly, the patient had been experiencing nausea, vomiting, and abdominal pain for the past three weeks, but there were no reports of elevated bg until (B)(6) 2014. The patient was reportedly removed from the pump upon admission to the hospital and was put back on the pump the following morning. During the time that the patient was off the pump, the patient was reportedly on an insulin drip. The patient reportedly remained in the hospital and on the pump at the time of the call to animas. Customer technical support reviewed the pump with the patient and confirmed that the basal settings were correct and all boluses had been delivered as programmed. There were no associated alarms found in the pump histories. The total daily dose history added up accurately. Troubleshooting found multiple use error issues that may have caused or contributed to the reported hyperglycemic event. The time and date were found to be incorrect, and the patient noted that the time and date had reset to default settings during a battery change and stated that he reset the time/date incorrectly. Due to the time/date issue, the patient was receiving the wrong basal rates at the wrong times of day. The patient was reportedly not using advanced bolus features correctly and was figuring out bolus amounts on his own using an incorrect insulin sensitivity factor for the calculations. The patient was also reportedly using the site, set, and cartridge for four days at a time and was not performing the fill cannula step or inadequately performing the fill cannula step with site changes. The patient was also reportedly using expired cartridges. This complaint is being reported based on the allegation that the patient experienced severe hyperglycemia requiring medical intervention while using insulin pump therapy, with multiple user error issues determined to be causes or contributors in the alleged event.